Event description:
Healthcare professional reported "rupture of right implant." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed stress marks on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed in the gel. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of right implant." Device has been explanted and replaced with non-allergan device.